Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 1991 via (B)(6) by using srom (date of primary surgery was unknown). It was reported that the patient complained the pain and it was confirmed central migration occurred in 2018. Thus, the revision surgery was performed on (B)(6) 2019 by replacing the head (p/n: 522022), the stem (p/n: 526516l), the bipolar cup (p/n: unknown) to the cup (manufactured by (B)(4)). The sleeve was retained. The surgery was completed without surgical delay. No further information is available. The patient is same as (B)(4).